Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding blister under the lifevest equipment. There was no alleged device malfunction contributing to the blister. The patient¿s physician advised patient to let area air out and to apply neosporin to the blister. Follow up indicated that the blister improved.